Manufacturer narrative:
(B)(4) initial report. Additional information, including operative notes, post primary and pre revision x-rays and the explanted device was requested in order to progress with this investigation. However, it has been confirmed that this information, and the explanted device are not available and thus cannot be reviewed. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix revision after approximately 4 months due to dislocation.

Manufacturer narrative:
(B)(4) final report. Additional information, including operative notes, post primary and pre revision x-rays and the explanted device was requested in order to progress with this investigation, however, none were provided and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that this device conformed to material and dimensional specification. Based on the lack of information provided, no further investigation can be conducted at this time and it cannot be determined whether the corin devices caused or contributed to the patients experience and thus corin now consider this case closed. However, should additional information be provided, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix revision after approximately 4 months due to dislocation.